Event description:
According to the reporter: during a totally extraperitoneal preperitoneal mesh repair/ laparoscopic herniorrhaphy while inserting the device into the trocar the balloon was found to swell abnormally on one side only. The balloon physically broke and leaked gas/air. It was provided by the reporter, there was no injury or consequence to the patient.